Manufacturer narrative:
Philips received a complaint on the mrx device indicating that the plastic surfaces on the paddles are brittle and split of. There was reportedly no patient involvement. A philips field service engineer (fse) evaluated the device onsite and it was determined that this was a malfunction of the paddles. The fse replaced the paddles to resolve the issue and the device was returned to full functionality. The device remains at the customer's site. No further action is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the plastic surfaces on the paddles are brittle and split off. There was no reported patient involvement.